Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the patient line of a homechoice cassette which caused a leak; described as "the crack is in the middle of the patient line, less than half an inch". This was identified during drain five of five of automated peritoneal dialysis (pd) therapy. Renal therapy services (rts) instructed the home patient (hp) to disconnect from the machine and remove the supplies. Rts advised the hp to drain with manual supplies and to contact their pd registered nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.